Event description:
It was reported that the right atrial (ra) lead became caught in the right ventricular (rv) lead during the rv lead prophylactic extraction. The physician decided to explant and replace the ra lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012. A 6935 implantable tachy lead, implanted (B)(6) 2012. (B)(4).